Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which was acknowledged and understood by the customer.